Event description:
The customer reported that the rj-11 receptacle is loose when an attempt is made to insert the rj-11 clip into the alarm's receptacle, the clip falls out. The customer reported that there was no visible damage to the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found the alarm powers up but the low battery indicator does not sound when it should. The rj-11 cable does not fit loose in the receptacle and the clip does not fall out when tested with a working test sensor belt. The aqualert water indicator label shows moisture exposure. The 9v battery snap hard cover is damaged but the wires are still attached. The alarm case is damaged near the battery door. Note: posey instructions for use has a statement: if the posey keepsafe fall monitor is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe fall monitor if the audible alarm does not sound. (B)(4).